Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: patient underwent a left knee replacement. Attune implants were placed with depuy cement x2. The patella was resurfaced. No intra-operative complications were noted. On (B)(6) 2019: patient underwent a left knee revision. Tibial loosening was noted with varus collapse. No cement was adherent to the back of the tray. There was significant medial bone loss and lysis noted. Leg length discrepancy was noted from the varus collapse. Competitor products were placed at revision. Doi: (B)(6) 2016; dor: (B)(6) 2019 left knee.

Manufacturer narrative:
Product complaint # (B)(4).investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.